Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed during priming. Customer stated they rewind the insulin pump twice and it continues to alarm compromised force sensor system. Customer's blood glucose was 171mg/dl. Customer stated the drive support is sticking out. Customer declined further troubleshooting.